Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the fresenius hemodialysis (hd) machine was experiencing issues during treatment. It was reported that the usb error message stops the treatment and prevents blood from getting returned to the patient. There was no other problem reported. It was reported that the ui/mics board was swapped, and the issue was resolved. The customer confirmed that there is nothing plugged or was plugged into the rear usb connection. The customer was referred to the parts department for a return goods authorization (rga). Additional information was requested but to date, has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.